Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Implantation notes were returned for review. Product item/lot numbers were also returned. Manufacturing documentation was reviewed and indicates that the device was manufactured to specifications with no deviations or anomalies. Component compatibility was reviewed with no issues noted. Operative notes state that upon trialing the patient was noted to have very littler internal rotation, with only about 25 to 30 degrees before she stopped. This trial did not change the size of final components placed. With the information provided, a definitive root cause cannot be stated. These devices are used for treatment.

Manufacturer narrative:
Evaluation summary: neither x-rays nor surgical notes were returned for review to assess the component fit and orientation per the surgical technique. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unknown with the information provided, a definitive root cause cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
Revision surgical notes stated that the left acetabular liner had shattered. It was noted that there was large amounts of ceramic debris directly over the vastus lateralis and more debris deep around the hip as well. The femoral head was found intact. The stem was noted not to have wear on the trunnion. The acetabular shell was removed. No further details were noted for the revised devices. With the information provided, a definitive root cause cannot be determined.

Event description:
It is reported that the patient was revised due to a fractured liner.

Manufacturer narrative:
This report will be amended when our investigation is complete.